Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly. Device received with cracked battery tube threads. No cracks or broken pieces from reservoir tube noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the patient's blood glucose was 400 mg/dl. The patient treated via manual insulin injection and her blood glucose decreased to 39 mg/dl. The patient then ate food. The caller mentioned that the reservoir compartment was cracking and that pieces of plastic were coming off of the insulin pump. During troubleshooting there were no additional anomalies were noted on the insulin pump. The device programming was accurate. The insulin pump will be returned for analysis.